Manufacturer narrative:
The customer contacted a siemens customer care center and stated that their calibration and quality controls were acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and checked wash spin, substrate/water pump volume and suck back as part of total service visit. The cse replaced the sample probe, micro valve, and small syringe tip. The cse ran water test, which passed and verified proper functioning of the instrument. The customer ran quality controls and patient samples with no issues. A siemens headquarters support center (hsc) specialist reviewed the service report and indicated that the cause of the issue may have been due to the malfunction of sample probe, micro valve, and/or small syringe tip. The cse verified that the issue was resolved after replacing these items. The hsc specialist stated that hcg is a small sample volume assay and discordant result may have been caused by various situations, such as bent probe, bubbles in the small syringe that come and go with the cycle, air leaks/bubbles in the syringes during the run as a result of valve problems, or worn teflon syringe tips on one or both syringes. Level sense verification could not be performed as immulite 1000 does not record level sense activity in any files. The review of error log did not reveal any mechanical errors during the time of event occurrence. The cause of the discordant, falsely low hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. MDR 2247117-2017-00106 was filed for the same event.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 1000 instrument. The initial result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting higher both times. The first repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low hcg result.